Event description:
It was reported that the pt has experienced the following symptoms: altered mental status, difficulty walking, drowsiness, headache, leg weakness and/or spasms, somnolence, and seizures. The "seizures" last about one minute. The patient has been to a neurologist and the eeg did not indicate seizures were occurring, however, the pt was given seizure medication (type and dose not specified). The parent states the "episodes" continue to occur. The pt has also experienced slurred speech. It was reported that the dose was "double 3 weeks ago." The parent indicates that prior to the dose increase, the pt wash able to walk. After the increase, the pt has trouble sitting up. The pt was on their bed, but was unable to sit up and fell off of the bed. The physician decrease the dose after the parent requested a decrease. The parent stated: "he has never had trouble like this. He was able to walk before the pump. After the dose was doubled, he couldn't event sit up." It was indicated that when the dose was doubled, the above symptoms became worse. It was reported that the pump was "drained" in 2008 and refilled to make sure it was working. The pt was at home and no diagnostic studies have been performed. The consecration and daily dose of baclofen being delivered via the pump were not reported. Additional info has been requested from the health care professional.